Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow up communication, livanova (B)(4) learned that, after receiving the confirmation of mycobacterium chimaera contamination, the customer decided to put the heater-cooler system 3t outside of the operation theatre. Furthermore, livanova (B)(4) learned that the customer is cleaning the device along the instructions for use and all the recommendations of delivered safety notes. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report has been provided to livanova (B)(4). Within the report it is stated, that the unit has been cleaned and disinfected according to instruction for use and is placed inside of the operation room. There is no known patient involvement.